Event description:
On 19-may-2020: follow up information was submitted because a visual inspection and test for static pull was performed of the returned used device (1 used set) and the result of complaint investigation showed that all test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that one of the infusion set's tubing was not connected to the needle. The site of insertion was the patient's abdomen and the blood glucose level was 219 mg/dl at the time of incident. No further information available. On 19-may-2020: follow up information was submitted because a visual inspection and test for static pull was performed of the returned used device (1 used set) and the result of complaint investigation showed that all test results were within specifications. Based on the result: device, method, result and conclusion codes were updated.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that one of the infusion set's tubing was not connected to the needle. The site of insertion was the patient's abdomen and the blood glucose level was 219 mg/dl at the time of incident. No further information available.